Event description:
It was reported that a surgeon has a patient who had a right knee implanted which was revised sometime in 2019, and he is unsure if he wants to revise it. It was indicated the patient had an earlier poly liner exchange. Radiographs were provided. No further information.this is the 2nd of 2 events for this patient.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The reason for the reported event cannot be confirmed from the information provided but may be due to loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, relevant clinical information, and product information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.